Event description:
It was reported that the patient thought they should have their device checked because it hurt on the bladder and the rectal area in (B)(6) 2015. There was tingling on the other side and the patient was wondering if it was loose or if they could have it checked. When the patient got in bed and turned a certain way, they could feel something like a wire. No troubleshooting, outcome, or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04drv, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va04drv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).